Manufacturer narrative:
(B)(4). Date sent: 7/25/2016. Batch # n5489d. Noted to be damaged. The reload was received with the right side fully fired; left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic duodenal switch procedure, during the first fire of the sleeve portion in the ds, the green reload was used. When placed on the greater curvature 6-7 cm from the pylorus and fired, the stapler formed staples on the sleeve side, but on the specimen side, only the first 1/3 of the staples formed. Leaving a hole in the specimen; the device was reloaded with the gold and then blue reload to continue the sleeve and all staples formed correctly. The stomach specimen with the defected staple line and hole was removed from the patient. The sleeve (with ds) was tested with methylene blue by the anesthesiologist and there were no leaks. No additional action was necessary. There were no patient consequences reported.